Event description:
Dr tried to use the ff360 reverse curve, but when he deployed the first anchor, both anchors came out at the same time. Additional information states dr removed the whole implant after it didn't work, but had to cut it up to get it out. He ended up doing a partial menisectomy. He doesn't do too many repairs, so he isn't entirely comfortable with the fastfix 360.

Manufacturer narrative:
The delivery device only was returned for evaluation no ts or suture were received. The device was visually evaluated and the delivery needle of the device was visibly bent. The device was straightened and then functionally tested, and cycled through the deployment process with no issue. The device functioned as intended. Per IFU 10600499 rev e precautions section it is stated to not bend the delivery needle. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot on file. (B)(4).

Manufacturer narrative:
(B)(4).